Event description:
Customer called to report the pump had an a-35 alarm. It was stated that the lead screw was clean and the driver block slid freely along the lead screw. Device was not dropped, bumped, or exposed to moisture.